Event description:
This report was received from a hospital surgery center requesting batch info concerning healon. The facility had conducted an investigation concerning a case of post operative endophthalmitis that occurred in an elderly woman. The woman underwent a cataract extraction on 9/3/97 with implantation of alcon mta 4 uo iol. A few days later (date unknown), she was found to have an endophthalmitis of her right eye. A culture was performed which revealed staph and she was treated with antibiotic injections. The surgery center tested its sterilizers (negative) and biological monitoring spor testing was also negative. The reporter commented that they have not had an infection in seven years. Everything in the surgery was tested and no problems found. The only new item used was treated with an intravitreal antibiotic injection and recovered without further incident. The physician did not believe the event to be related to healon. No further info is expected.